Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the ict tubing which resolved the issue. There have been no further reports of discrepant results since the part was replaced. A review of the alinity c processing module sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformance's. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module sn# (B)(6) or related part.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on a patient. The following results were provided: on (B)(6) 2025 = 109 / 141 (normal range: 136-145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on a patient. The following results were provided: (B)(6) 2025 = 109 / 141 (normal range: 136-145 mmol/l) no impact to patient management was reported.